Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a dxterity guide catheter when treating the rca (ostium/ proximal/ mid). No damage was noted to the packaging of the catheter. The catheter was removed from packaging per IFU and inspected with no issues noted. The catheter was prepped with no issues noted. No resistance was encountered when advancing the gc, excessive force was not used. The rca had no calcification, no tortuosity. When the physician went to engage the catheter, a spiral dissection occurred in the ostium to mid vessel , caused by the diagnostic catheter when it engaged the slightly anterior take off of the rca. The dissection was treated with two drug-eluting stents. No specific malfunction reported but the physician said the stiffness of the tip of the dxterity is more than likely the cause. There is no alleged product issue. No additional patient clinical sequelae reported.

Manufacturer narrative:
Cine image review: review of the still images provided confirm the occurrence of a spiral dissection in the vessel, firstly, the lv gram is taken using a right coronary catheter, rather than a pigtail, causing a run of vt. The rca is not normal on the first angio. There is a lesion or fold at about 3cm distal to the ostium. The next image shows occlusion at this point. On review of the images it cannot be confirmed if there is an ostial dissection caused by the device, or whether the vessel occluded at the lesion point. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.